Event description:
New information received that a patient presented remotely via merlin.net and the atrial lead exhibited low pacing impedance and noise oversensing.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient¿s atrial lead exhibited out of range impedance and noise. No intervention or procedure was reported. The patient was stable throughout.

Event description:
New information received notes that the patient presented for a replacement procedure. Prior to the procedure, fluoroscopy imaging was performed noting a ra lead fracture and also signs of it being crushed. The physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events of low pacing impedance, noise, and fracture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance was unable to be performed due to the condition of the lead as received consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.